Event description:
A nurse reported that during the intraocular lens (iol) implantation, iol found to be damaged after phacoemulsification. The physician removed the lens. There was no patient harm. The patient has been recovered. Additional information requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The file indicated the use of company ophthalmic viscosurgical devices (ovds). The associated cartridge and handpiece product information was not provided. It is unknown if a qualified product combination was used. The product investigation could not identify a root cause for the reported complaint. It is unknown if qualified products were used with the lens. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. Information was provided that indicated the multifocal non-toric company (1.5 extended depth of focus) lens was removed and replaced with another company (1.5 extended depth of focus) lens. The manufacturer internal reference number is: (B)(4).